Event description:
The customer reported that the jaws were on tissue and could not be re-opened during a laparoscopic hysterectomy. The device was removed manually by the surgeon with no patient injury. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete. A follow-up report will be submitted.